Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose reading at the time of the call was 126 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump was received intermittent button response due to moisture damaged keypad trace. No button error alarm. The insulin pump has minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.